Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a laparoscopic repair of a ventral incisional hernia on (B)(6) 2009 and mesh was used. Approximately one year after the surgery, the patient experienced constipation and increasing abdominal distention. The patient underwent an emergency exploratory laparotomy, extensive adhesiolysis which lasted for over three hours, a resection three feet of small bowel, small bowel enteroenterostomy on (B)(6) 2010 and the mesh was removed. The incisional hernia remains unrepaired. The patient is scheduled with the surgeon in (B)(6) 2011 for evaluation of a possible hernia repair.